Event description:
The customer stated there was an increase in (B)(6) results generated on the architect i2000sr analyzer. There was no impact to patient management reported. There is a potential to generate (B)(6) or (B)(6) results when the architect ausab assay precedes (B)(6). A product correction was issued and reported under 21cfr806 to the FDA.

Manufacturer narrative:
(B)(4). Evaluation: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.